Manufacturer narrative:
(B)(4). Method: the complaint iw934 cosycot infant warmer head was returned to our fisher & paykel healthcare regional office in (B)(4) for evaluation where it was inspected by a trained technician. Results: visual inspections revealed the heater head case is cracked. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. It must be noted that the complaint device is over twelve years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A healthcare facility in (B)(6) requested a routine service via a fisher & paykel healthcare (f&p) field representative, for a iw932 cosycot infant warmer. Upon device assessment at the fisher & paykel healthcare (f&p) regional office on the 25th october 2019, it was found that the head of iw934 cosycot infant warmer was cracked. There was no patient involvement.